Event description:
Primary stability achieved, no osseointegration. Bone resorption, pain, increased sensitivity, swelling, bleeding, mobility. Patient was 10 years a heavy smoker, not anymore. Same patient as (B)(6).